Manufacturer narrative:
Qc was within specifications prior to the event. System check performed on 09/27/06 passed. Customer collects plasma samples in bd, plastic tubes with gel and centrifuges at 2687 rpm for 10 minutes at ambient temperature. Based on available info, plasma sample (a) was hemolyzed and customer ran a serum sample (a) instead. A field service engineer (fse) was dispatched to the customer's lab in 2006. The fse inspected the instrument and found residue on the backside of the substrate probe. The fse replaced the substrate probe and aspirate probes. The fse conducted diagnostics and precision testing; the results passed within specifications. The fse verified the instrument per established procedures. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the synchro lx I 725 instrument. A patient serum sample was tested for accu tni and a result of 6.76ng/ml was obtained. The accu tni result was reported out of the lab. The customer re-tested the original sample for accu tni and the result was 0.01ng/ml. A fresh plasma sample was collected from the pt on the same day and tested for accu tni and a result of 0.01ng/ml was obtained. The customer did not receive any report of pt injury, requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.